Event description:
During service by baxter, the air-in-line printed circuit board of a colleague pump was found to be out-of-calibration. According to the hospital representative, no patient injury or medical intervention had been reported related to the device.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 27, 2007. Additional information:failure code 810:11 was initially reported by the facility. It was reported to have occurred during biomed testing. Evaluation summary: the condition of air-in-line printed circuit board out-of-calibration was confirmed on channel a during testing. The facility reported code 810:11 was confirmed in the event history and was probably generated because the air-in-line printed circuit board was out-of-calibration. The air-in-line printed circuit board was recalibrated.complaint no: cmplnt-000035488